Event description:
It has been reported to philips that the device would not turn on. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up after generator test. A review of the system logfiles found that the issue with flexvision pc. Fse turned on both pc¿s manually and shutdown the pcs with a correct procedure. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.